Event description:
It was reported that the cine runs on the 9600emi sys would not save. It was also noted that the power cord was tripped over and the sys shorted out. There was no report of pt or operator injury.

Manufacturer narrative:
The reported issue is currently under investigation. Possible hard drive replacement was discussed with the customer. A f/u report will be filed when add'l details become available.